Event description:
It was reported that the patient heard his patient alert sound and went to the clinic, and that there was oversensing, high impedance greater than 1900 ohms, and a possible lead fracture. It was further reported that there was an impedance increase and sensing difficulty. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.